Event description:
Device malfunction: none. Symptoms/ae: neurological deficit. Time of malfunction/ae: after the procedure. It was reported that one day post a left internal carotid artery stenting procedure, the pt was noted to have right facial droop. CT of the head was negative, and the pt was discharged to home. There was no additional info provided.

Manufacturer narrative:
Study event. There was no device malfunction reported. Neurological deficit is a known possible adverse event associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.